Event description:
It was reported that impedance was higher in unipolar than in bipolar, possible insulation breach and a lead warning was triggered for this lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.